Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2010, the device was implanted via v-p shunt to a patient with congenital hydrocephalus ((B)(6)-year-old girl). The initial pressure setting is unknown. On (B)(6) 2015, the surgeon tried to change the setting to 50mmh2o with the programmer, but it could not be changed. When changing it using neodymium under fluoroscopy, the indicator of the valve stayed between 30mmh2o and 200mmh2o and the setting could not be changed despite an hour-long attempt. In (B)(6) 2016, the patient visited the hospital again due to epileptic convulsions and a tendency toward overdrainage was noted. On (B)(6) 2016, the device was replaced by certas ((B)(4)) with the setting 2, and the patient is currently being monitored. According to the surgeon, the position of the indicator was found to have changed at x-ray examinations in (B)(6).

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the cam and cam pillar were dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a scratch mark in the valve casing was noted. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3110 with lot clfc4d, conformed to the specifications when released to stock in 21st may 2010. The root cause of the scratch mark and the dislodged cam and cam pillar is probably due to the valve receiving a some form of impact based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.